Event description:
During the surgical procedure: ace 36 e harmonic scalpel instrument was used. It is a disposable instrument ethicon harmonic ace shears, 5.5 diameter erg. Handle, curve blade 36cm. Physician reported that the harmonic scalpel was not working correctly. It was replaced immediately with a new reprocessed handpiece and it worked properly. Physician(s) felt that the instrument caused extra bleeding at the spleen and stomach which delayed the case and affected the flow of the operation. Total ebl was 50cc.